Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer changed the infusion set and somehow all the insulin in the pump was used. Customer's husband stated that the device was not acting right; it would not deliver over 20 units but it usually does. Customer disconnected the device and removed the battery. It was checked that the settings were still there. The carbohydrates on the bolus wizard were set to exchange; customer was unsure if the setting were accurate. It was also reported that the insulin pump has cracks in the battery compartment. Blood glucose value is 242 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked case at display window corner.